Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during a percutaneous transhepatic cholangiography (ptcd), the ultrathane mac-loc locking loop multipurpose drainage catheter was found leaking at the joint. The device was removed and the procedure was successfully completed with the use of a new device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Investigation ¿ evaluation a review of the dimensional verification, device history record, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the device was leaking. All possible measurements were within specifications and therefor we cannot confirm that this device is non-conforming. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined at this time. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. Investigation ¿ evaluation: a review of the dimensional verification, device history record, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the device was leaking. All possible measurements were within specifications and therefor we cannot confirm that this device is non-conforming. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined at this time. We will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required.